Manufacturer narrative:
The specialist was about to turn on the equipment and immediately it showed error e433, therefore the procedure could not be started. This was communicated to technical services and the equipment was removed from the area. The footswitch was not swapped with a new footswitch. This device was not inspected prior to use. There were no abnormalities observed and the connection was secure. There were no other error codes that appeared. This patient and others are doing well. The group of doctors at the facility feel more comfortable using esg-400.

Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results. The subject device was returned to the olympus service center for evaluation of the reported e433 error. The evaluation found the generator board to be defective. Additionally, there were dents and scratches on the housing and on the front panel of the device. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause for the reported error is very likely a faulty generator board. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the cause of the reported e433 error cannot be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
At the beginning of an unspecified transurethral resection procedure, the high frequency electro-surgical generator unit presented error, e433, and was non-functional. The procedure could not be completed. No death, injury or infection was reported.